Event description:
It was reported that during an unknown procedure when the surgeon went to dispense the clips, the clips were coming out crisscrossed. The clips could not attach to the vessel because, they were crisscrossed and fell into the cavity. The clips were removed. It is unknown how the case was completed and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was received in good visual condition. A bag with four malformed clips was returned along with the instrument. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.